Manufacturer narrative:
Unit received with cracked lcd window, case at display window corners, case at reservoir tube window corners, battery tube threads, belt clip slot and reservoir tube lip. Unit received with minor scratches on lcd window.

Event description:
It was reported that insulin pump was cracked at case and reservoir compartment. Customer was advised to return pump for analysis. No further information provided.